Event description:
Baxter product surveillance received a report during a follow-up call to the home pt's nurse regarding an earlier incident where the minicap of a transfer set had fallen off on 2/20/2006. The pt came in the next morning to have the transfer set changed. The pt had a white blood cell count of 37, moncytes 96%, and prophylactic antibiotics were administered (2g ancef and 2 g fortaz intraperitoneal). The pt was not diagnosed with peritonitis. There was no pt injury associated with this incident.